Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's bg (blood glucose) rose to 472 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Patient reported he went for a few hours without insulin. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with IV (intravenous) fluids and IV insulin. The patient was initially released the same day but readmitted the follow day for a total of 5 days in the hospital. The patient was prescribed long and rapid-acting insulin. The pod was discarded.